Manufacturer narrative:
The initial MDR report, with FDA reference 0003015876-2026-00251 and stryker reference (B)(4), submitted on 02/03/2026, was submitted based on the information available at the time. Based on additional information obtained during the investigation, it was determined that the reported error was due to the user test being initiated immediately after power on. Therefore, no device malfunction occurred nor was there an adverse patient outcome associated with the reported event.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.

Manufacturer narrative:
Stryker advised the customer to clear the error codes to resolve the issue. The device was not returned and the root cause was not established.

Event description:
The customer contacted stryker to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver energy there was no patient involvement reported with the event.